Event description:
The customer reported to olympus that the device was emitting an alarm sound at the beginning of a pneumoperitoneum. The user attempted to turn the power back on but, it did not work. Another device was used to complete the procedure. There was no harm or user injury reported due to the event. The device was returned to service where it was confirmed the problem persists even after turning the power off and then on again. This report is being submitted for the reportable malfunction found evaluation.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the alarm sound could not be determined. It is possible that the issue occurred when the main circuit board's sensor failed. Olympus will continue to monitor field performance for this device.